Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the implant procedure of the left ventricular (lv) lead, a small coronary sinus dissection occurred while placing the catheter. No additional treatment or intervention was necessary to resolve the dissection, and the lv lead was successfully implanted. The patient was in stable condition.